Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting they were replacing the pump, and they saw the torn outer covering of the catheter. The physician agreed that the catheter was damaged. The event resolved by replacing the damaged portion of catheter. The catheter was discarded by the customer, and would not be returned. The company rep asked for a photo, but photos were not allowed in the surgery suites.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The company rep reported that they wanted to report a "catheter failure." During pump replacement today they found that the "outer cover was flaking off" of the 8784 and it had "delaminated." Patient had no symptoms. Catheter part was replaced with another 8784.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2014 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 11-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.